Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the unit had issues connecting and receiving reports.no additional event or patient information is available. No product or data was received for evaluation. Confirmation of the allegation and a root cause could not be determined.